Event description:
It was reported that a one-link catheter extension set was "unable to connect to the IV line and have fluid run through it freely." The step of setup or therapy during which this occurred was not reported. Patient involvement is unknown; however, there was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reporter the lot number as 085412475400; however, this lot is invalid. The device was not returned and the lot number is invalid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.